Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states the patient was revised to address osteolysis, tibial loosening, pain, and instability.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed tibial tray loosening and polyethylene wear. The reported osteolysis was not confirmed. The investigation could not draw any conclusions about the reported osteolysis or the root cause of the tibial tray loosening and polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.